Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/ pelvic floor. It was reported that the caller indicated that the patient had the stimulator removed but a portion of one of the leads was not removed because it could not be safely removed. The caller asked about MRI safety with a lead fragment remaining implanted. No further complications were reported.